Event description:
The patient reported falling heart rate into the thirties and the patient's heart rate would stop at 120 when running. The heart rate remains slow. The patient consulted with their physician but no device interrogation is on record. The implantable pulse generator (ipg) remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).